Event description:
It was reported that perforation occurred resulting in additional intervention. An enroute transcarotid neuroprotection system was selected for use in the right sided transcarotid artery revascularization (tcar) procedure. It was reported that during the procedure, while trying to engage the external carotid artery (eca), the 0.035" j-tip guidewire inadvertently moved, likely causing an injury to the vessel. An enroute 0.014 guidewire was used to wire the internal carotid artery (ica) but it could not cross the lesion, a v-14 guidewire was used successfully and stent was placed. Final imaging revealed that the stent was placed outside the ica. The physician explanted the stent and noted that the stent had perforated the ica. The physician performed a carotid endarterectomy (cea) and placed a patch to treat the perforation. The patient was expected to fully recover.